Event description:
Event description guidant received information that at a follow-up visit, this pacemaker had no telemetry or magnet response. The field representative tried to interrogate with multiple zoom programmers, tried quick start as well as selected insignia software. When he selected the insignia software he received an error stating the device was not supported by the software. Additionally, no pacing output was noted on the surface electrocardiogram or with magnet application.